Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00196, 00208. This event occurred in (B) (6).

Event description:
During preventative maintenance of the device, the user reported, the membrane switch panel was punctured. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Conclusion: product did not contribute to event. Complaint history reviewed. Device history record (DHR) reviewed. Product not returned. Review of package insert. Allegedly the patient suffered from recurrent dislocation less then one month post operatively. Certain activities, including hip flexion past 90 degrees are widely prohibited during the first 6 weeks following total hip replacement. The complaint states that the cup and liner used were not wmt products. There is a warning in the package insert which states, "never combine modular or hard bearing components made by different manufacturers." DHR review indicates parts met specification when they were manufactured. Analysis shows no trend for item/lots involved.

Event description:
Allegedly revised due to dislocation.